Event description:
Report received indicated that the stent delivery system (sds) was unable to cross the lesion and upon retrieval, it was noted stent strut uplifted. A percutaneous transluminal coronary angiography (pcta) was being performed to the circumflex artery. The lesion was described as mildly calcified, tight with a 90% stenosis. The vessel was not tortuous. The sds was prepped and used following the instructions for use (IFU). The stent was normal prior to inserting it into the patient. Access was made through the right femoral artery. The lesion was not predilated. A lv5 guiding catheter (boston scientific) was inserted and the sds was advanced towards the lesion through the guiding catheter without resistance. However, the sds was unable to cross the lesion and was removed with the guiding catheter over the bmw guidewire (guidant corp) as one unit. Consequently, the lesion was predilated (unk balloon catheter/residual % stenosis).

Manufacturer narrative:
An extra back-up (ebu) guiding catheter was used and the same sds was introduced and advance, however, once more the sds failed to cross the lesion; therefore, the sds was removed through the ebu catheter without resistance. Upon removal of the sds, it was noted the stent struts were bent/uplifted. There was no fracture or separation. Subsequently, the physician manipulated the stent by crimping the stent over the balloon; however, he opted at this point not to continue using this device. Thereafter, the lesion was successfully treated with a taxus stent (boston scientific). There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.